Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022 that the doctor found the cuff to be leaking before use on a patient. A new device was changed. There was no impact on the patient. The device was not used on the patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was tape on the tube and stain marks on the cuff indicating the tube has been used by the customer. Functional testing was then performed and the cuff was inflated between 20-30 mbar. The cuff could not stay inflated. The sample was then immersed in water for leak testing. Air bubbles were observed coming from the cuff sleeve. The area was observed under magnification and it was observed that there was poor welding on the cuff sleeve. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. A non-conformance was opened to address this issue.

Event description:
It was reported on (B)(6) 2022, that the doctor found the cuff to be leaking before use on a patient. A new device was changed. There was no impact on the patient. The device was not used on the patient.